Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seeing a message that settings cannot be delivered as the patient was trying to increase his stimulation on his right side. Settings and impedance readings from the manufacturer representative (rep) were: left stn: c/1, 3.0ma, 90pw, 175 hz, with max limit of 3.9ma. C/1 >5000 ohms taken at 1.0ma impedance test. Right stn: c8, 11, 2.65ma, 90pw, 175hz with max limit 3.0ma. The rep lowered the left stn max limit to 3.5ma as discussed and then was able to increase to 2.70ma for the right stn. They checked with the patient programmer (pp) and could see the patient was at 2.70ma. The rep indicated that impedance seen today were different from what was seen at implant or last visit with patient but no falls or trauma was reported by patient today. It was noticed that the patient had older extensions that would require pocket adaptor(s) to connect to percept pc. The rep will discuss next options with the hcp today. It was reviewed to continue to monitor impedances. No patient symptoms were reported. Additional information was received from a manufacturing representative (rep) reporting that the cause of the impedance issue was not determined. The impedance test was run at 1 and .4ma to attempt to clear impedance issues. The impedances did not resolve and there were no actions planned to resolve it at this time. The patient was receiving therapeutic benefit despite the impedance issue. This was confirmed with the physician.

Manufacturer narrative:
Additional information was received medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) stating the pt had an oor related to event (B)(4). Caller states pt was programmed on c/1 which had high impedance see (B)(4). Oor cause would seem to be due to being programmed on a high impedance contact pair. The caller states all contacts paired against 1 are high, 1/3 shows 5133ohms. Caller states that the doctor has since programmed around contact 1 and the rep sent screenshots of pt's current settings and impedances. Rep states the initial reporting rep did report the oor. Current settings show bipolar contact 1-0 has an impedance reading of 5 ,307ohms, bipolar contact 2-1 has an impedance reading of 4,924 ohms, bipolar contact 3-1 has an impedance reading 5,133ohms. Monopolar c-1 has an impedance reading of 4,916ohms.